Event description:
Physician initially attempted to place the neuron delivery catheter using a connors wire. Due to the significant tortuosity, he could not place the neuron delivery catheter any higher than the high cervical ica. The physician switched to a super stiff amplatz wire and tried for a period of time to advance the neuron by repeatedly advancing and withdrawing the guidewire. The neuron delivery catheter would not advance. The physician then attempted to insert a microcatheter and microwire through the neuron delivery catheter and could not. The physician removed the neuron delivery catheter, and upon flushing it, noticed it had partially separated at approximately 25cm from the distal tip. The physician commented that this may have been the result of the vigorous wire movement with the stiffer guidewire. The physician went on to place a 6f envoy guiding catheter and completed the case without incident. Per the physician, the incident had no resulting adverse event, no impact on the patient, and the patient's stay in the hospital will not be prolonged due to the incident.